Event description:
The device was returned for evaluation.

Event description:
Edwards received information that a 7300tfx 29mm bioprosthetic mitral valve implanted approximately one (1) year and ten (10) months was explanted due to mitral stenosis and regurgitation resulting from calcification. The device was replaced with a sorin carbomedics mechanical valve. There were no reported complications.

Manufacturer narrative:
X-ray. Device evaluation summary - as received, heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 12mm. Host tissue also folded the free margin of leaflet 2 towards the outflow aspect and created a gap at central coaptation area. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was minimal at both stent outflow and stent inflow. Host tissue fused leaflets 1 and 3 at commissure 1 on the outflow aspect by 3mm. Minimal calcification was observed within the cusp areas of leaflets 1 and 3 near commissure 1 and leaflet 2 near commissure 2. Free margin of leaflets 1 and 3 exhibited minimal calcification near commissure 1. And free margin of leaflets 2 and 3 also exhibited minimal calcification near commissure 3. The x-ray demonstrate calcification. Additional manufacturer narrative - the reported stenosis was confirmed as secondary to host tissue growth and calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
The explanted device has not been returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.